Manufacturer narrative:
The five returned sensors were evaluated. During evaluation the sensors passed all visual and functional testing. During simulation testing, the sensors were found to provide accurate measurements. No performance issues were identified. The reported issues were unable to be confirmed.

Event description:
The customer reported sensors were found to be faulty on five occasions within the same department and time frame. No consequences or impact to patient were reported. The maude database description of the issue (mw5081615) reads: "five different pts that had either no sao2 reading or wrong sao2 readings with the pulse oximeter probes by masimo, part #2329."